Event description:
It was reported that while using one bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed pieces of plastic in the tube. It presented as a clot error on the laboratory instrument. No patient or user impact reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the customer noticed pieces of plastic in the tube. It presented as a clot error on the laboratory instrument. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 100 retained samples were visually inspected, and no foreign matter or molding defects were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: foreign matter - unknown and molding defect. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.